Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, resistance was noted in crossing the lesion. During the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.